Manufacturer narrative:
Date of event: (B)(6) 2015. Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports peristomal skin is red, open and weepy with itching present under wafer and tape collar for the past 3 months. Saw doctor approximately 3 months ago for peristomal skin with no diagnosis provided but suggested that it may be yeast. End user was prescribed nystatin powder but noted no improvement. End user saw doctor approximately 2 months ago for same peristomal skin issue who again made no diagnosis, however she was prescribed steroid cream, name unknown,with no improvement. End user saw wound ostomy continence nurse approximately 2 months ago who recommended duoderm but, no improvement was noted. End user saw doctor approximately 2 weeks ago for the same peristomal skin issue with no diagnosis. Doctor did suggest over-the-counter zinc cream but, end user reports no improvement. End user was encouraged to follow-up with doctor if condition persists.